Event description:
It wasa reported that during a ptca/stent procedure, a guide wire was positioned in the lad. Another guide wire was placed in the diagonal artery. A stent was deployed in the lad, which trapped the diagonal wire. The wire because frayed as the physician was attempting to remove it from the diagonal, and it broke in the descending aorta. The pt underwent surgery for the removal of the guide wire tip, and subsequent CABG. No other info was provided.